Event description:
The unit was delivering on every station without any alarms. There had been no problem with calibration. During troubleshooting, the user realized that when she had changed the transfer set, she had not snapped the weighing chamber in all the way. When this was done, the unit compounded without any problems. Since the issue was resolved by telephone the unit was not swapped out. No pt involvement.